Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. There was no reported adverse impact to the customer's blood glucose level. The patient declined further troubleshooting, and no additional information was received regarding the outcome of the event.